Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator o2 sensor failed calibration. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. A non-covidien/medtronic service provider checked the connections properly and performed calibrations, unit passed all testing and operates within the manufacturing specifications. Covidien/medtronic was not authorized to service/repair the device.